Event description:
The service report shows while performing unrelated service of the device the customer support engineer (cse) noticed an intermittent audio alarm. There was no pt involvement. The cse inspected the device and found a loose auxilliary harness connection. The cse reconnected the harness and the unit passed extended self testing. No parts were replaced. This report is not an admission by co that this device caused or contributed to the event alleged in this report.